Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed sixty-six other similar product complaint(s) from this lot number.

Event description:
It was reported that two cases of liquid leakage from mz connectors occurred with the catheters during infusion. After the mz connector was replaced for one of the cases, no liquid leaked for the time being. As for the other case, liquid leakage still occurred after replacements were made for the connector. This report addresses the second device.